Manufacturer narrative:
(B)(4). Unable to confirm complaint, device not returned for evaluation. Most likely underlying root cause: strip issue.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 79-130mg/dl fasting. Verified the strips expired 10/30/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a blood test and obtained lo. Reviewed meter memory: (B)(6). Customer believed her results were inconsistent because her meter continued registering lo. Customers main concern is the meter not registering within her expected range of 79-130mg/dl. Customer was recently in the hospital due to a sickness unrelated to diabetes. Time and date was not set correctly when viewing meters memory.